Event description:
Customer was backing out of minivan when his scooter separated in two and customer fell backwards. Customer sustained head injury, ongoing headaches, dizziness and balance problems.